Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did not exit and the device alarmed no delivery. Next, customer was asked to remove reservoir and perform a manual prime. Customer states the insulin did exit and the device did not alarm no delivery. Advised customer the issue might be an occluded insertion site. Advised customer to replace reservoir and set. Customer's blood glucose level was 315 mg/dl at time of reporting. Nothing further reported

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.